Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was not performed due to heavy calcification. During attempt to deploy the valve at 80% deployment, the valve frame appeared significantly constrained. The physician chose to withdraw the delivery catheter system (dcs) and the valve from the patie nt to perform a pre-implant dilatation. A bav was performed using a 25mm non-medtronic (edwards) balloon. A new valve and dcs were used for a successful implant. Moderate paravalvular leak (pvl) was reported post implant. Subsequently, a post-implant bav was performed using a 25mm non-medtronic (edwards) balloon, which reduced the pvl to mild. No adverse patient effects were reported.